Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had the entire system removed on (B)(6) 2019 due to infection. The rep didn¿t know where the infection occurred or when the symptoms started. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that it was unknown when the infection was first noticed. The cause of the infection was also unknown. The rep reported that he assumed the infection was resolved as the system was removed. The rep noted that the healthcare provider (hcp) planned on reimplanting the patient. The system was disposed of. No further complications were reported.